Manufacturer narrative:
This MDR is the result of a retrospective review of complaints for the purpose of identifying concomitant devices. The reported event describes side effects from the procedure or patient symptoms due to their condition. This product is considered a concomitant device and did not contribute to the reported event.

Event description:
It was reported that before the end of an afib case, the steering mechanism on the catheter (d7l202515rt, 15745519l-being returned) did not allow for deflection to occur. The catheter was replaced with (d7l202515rt, 15719378l-being returned) and this new catheter was not deflecting properly. The catheter was replaced with (d7l202515rt, lot number unknown-disposed of) and the case resumed. Caller is requesting two (2) replacement catheters. It was also reported by the caller that the following day the patient developed a cardiac tamponade. The status of the patient and the treatment administered to the patient is unknown. In addition to the three (3) catheters referenced above, the following bwi devices were in use: 6 f ocotpolar deflectable catheter (d608dr002rt, lot number unknown-disposed of), 7 f ez steer coronary sinus catheter (bd710df282rts, lot number unknown-disposed of), tc navistar rmt catheter (nr7tcsiy, lot number unknown-disposed of), tc sf fj curve manual catheter (bni35fjh, lot number unknown-disposed of), preface sheath (301803m, lot number unknown-disposed of), accunav 8f ultrasound catheter (h243 1013596 25, lot number unknown-disposed of), stockert generator ((B)(4)), carto 3 rmt (r10073), carto 3 reference patch (crefp6, lot number unknown-disposed of), cool flow pump (serial number not provided), and cool flow tubing (cft001, lot number unknown-disposed of).

Manufacturer narrative:
The device referenced in this report was not returned for evaluation.

Event description:
It is unknown if the patient was provided medical intervention.